Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported the user¿s blood glucose (bg) rose from 146 mg/dl to 257 mg/dl after breakfast. The user, using an ilet bionic pancreas with dexcom g7, performed a fingerstick (221 mg/dl) to calibrate. The user felt well, required no intervention, and follow-up confirmed bg returned to range. No long-term effects reported.